Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away from parkinson's disease. It was stated that the customer was in a hospice care and was advised to get off the insulin pump prior to his passing. It was stated that cardiac arrest, diabetes, and hypertension lead to his death. The caller stated that her last blood glucose reading was 263mg/dl, and the insulin pump was functioning as it should. The wife stated that her husband forgot to use the device and she was assisting him with the insulin pump. No further information was provided.